Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 128 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was bent and retracted to the top of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.